Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient received a power on reset on the patient programmer. The cause of the por was unknown. The battery was charged at the time of the issue. The patient was able to clear the por with the patient programmer. The patient was doing fine and was able to work both their recharger and patient programmer. There were no patient symptoms reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer's representative reported that the patient was able to clear the por with their remote. The patient was reported as doing fine now.